Event description:
It was reported that during the implant attempt, the physician attempted to extend the helix, the entire lead began to torque and the helix would not fully extend. The lead was not implanted, and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the lead helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor (not obstructing), and in/on the helix/lobe mechanism and the helix/lobe mechanism sleeve head. A stylet was stuck in the lead-distal coil.